Manufacturer narrative:
The device history records could not be reviewed as the lot number was unknown. Neither the filter nor case images were released by the user facility; therefore, not available for evaluation. Based on the information available, the complaint is inconclusive. Definitive root cause is unknown. The current IFU (instructions for use) states: warnings: filter fractures are a known complication of vena cava filters. There have been some reports of serious pulmonary and cardiac complications with vena cava filters requiring the retrieval of the fragment utilizing endovascular and/or surgical techniques. Potential complications: complications may occur at any time during or after the procedure. Possible complications include, but are not limited to: filter fractures are a known complication of vena cava filters. Perforation or other acute or chronic damage of the ivc wall.

Event description:
It was reported that imaging performed prior to a scheduled filter retrieval identified that a filter leg detached and was in the retroperitoneum. Reportedly, during evaluation of imaging studies performed thirteen days post filter placement, the physician identified that three filter legs were extending beyond the vena cava wall by at least 1 cm. The physician suspected that the leg that detached was one of the legs that appeared perforating the cava. The detached leg remained in place and the filter was successfully removed. There was no report of injury to the patient.